Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#trident psl with purefix ha 50mm, cat#: 542-11-50e, lot#: mma0x9. Device name#accolade plus tmzf hip stem #3, cat#: 6021-0335, lot#: 38869104. Device name#delta v-40 ceramic head 36/-5, cat#: 6570-0-036, lot#: 41731302. Device name#6.5 cancellous bone screw 20mm, cat#: 2030-6520-1, lot#: mfpw78. Device name#6.5 cancellous bone screw 25mm, cat#: 2030-6525-1, lot#: mmh1t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported primary surgery in 2013 and has been having "pain in groin" and "problem lifting leg". Patient has had several testing done and noted x-rays shows implants "in place" and MRI results were "skewed due to the metal". Patient would like to know if implants are subject to a recall.